Event description:
Customer reported the as3000 anesthesia delivery system displayed inaccurate gas readings, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the o2 sensor. Unit was tested to factory's specifications.